Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with dizziness and had pre-syncope. The right ventricular (rv) lead had a lead warning for low impedance with a drop in impedance trends. The low impedance triggered a polarity switch. It was also noted the rv lead showed non-physiologic over-sensing. The rv lead was turned off and replaced and partially extracted the following day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.